Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the connector power jack shows the solder bond on terminal 1 appears broken and detached. The solder pad for terminal 3 appears to show detachment. Functional testing found that the connector power jack appears intact however, it is loose. An ac/dc adapter was plugged into the connector power jack showing it is slightly dislodged in the controller. The controller back panel was removed to better observe the connector power jack. Upon opening the back panel, the connector power jack was attached but appeared loose on the printed circuit board assembly. It was reported that the first device's charging port came loose inside the monitor and the second device's charging port was loose and unable to charge due to unfitting charger. The reported issue was confirmed. The most likely cause was the j1 component slightly dislodged which may be associated with poor soldering in conjunction with the inadvertent force used to insert the plug into the power jack as well as the tension when unplugging the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-2651-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the first device's charging port came loose inside the monitor and the second device's charging port was loose and unable to charge due to unfitting charger. There was no patient involvement.